Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
I applying to you regarding one patient who undergo tha right hip in 2007 with asr xl system, registered in this time. The patient suffered from pseudotumor following implantation and were re-operated on (B)(6) 2024 due to flegmona of right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary I applying to you regarding one patient who undergo tha right hip in 2007 with asr xl system, registered in this time. The patient suffered from pseudotumor following implantation and were re-operated (B)(6) 2024 due to flegmona of right hip. Pls contact me regarding the free revision hip surgery program availability for these patients here or elsewere. We heard that kind of such program was active in a recent period. Pls contact me by e-mail or directly via mob. The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment (B)(6) 2024). The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk hip femoral head metal asr would have not contributed to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.